Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the pipeline flex with shield (ped2) failed to open distally. The ped2 was resheathed and redeployed but the ped2 still did not expand. The device was withdrawn. A new device was selected and used to treat the patient. However, the replacement device also had trouble. The device was not deployed on a bend. Lest than 50 % of the device was deployed when it failed to expand. The device was resheathed less than 2 times. No patient injury was reported. The device was prepared and used per the instructions for use.

Manufacturer narrative:
The pipeline flex with shield was returned. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal end of the pipeline flex shield braid was not opened due to damaged braid. The proximal end of the braid was fully opened and moderately frayed. No bend was found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No other anomalies were observed. Based on the customer's photos and analysis findings, the pipeline flex with shield was confirmed to have failure to open at the distal end, as the distal end of pipeline flex shield braid was not opened due to damaged braid. However, the cause for damage could not be determined. Possible contributing factor of failure to open includes patient tortuous anatomy and damaged braid. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex with shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex with shield embolization device has successfully expanded, deploy the remainder of pipeline flex with shield embolization device by pushing the delivery wire and/or unsheathing the pipeline flex with shield embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex with shield embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex with shield embolization device. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause dama ge to the distal or proximal ends of the braid." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.